Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd viper¿ pcr extraction reagent trough with piercing tool fungal foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the reagent trough has fungi on the top of the tray and a liquid that appears to be the product of the microorganisms present."